Manufacturer narrative:
There was no injury to the pt. The device in reported event was not returned for eval. Due to lack of physician's response to our request, no add'l details are available. It was suspected that either improper placement, improper irrigation, or unique pt anatomy contributed to the dislodgment of the device. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.

Event description:
The physician reported that pt had sneezed out an ethmoid implanted stratus. Further question regarding hospitalization/injury/device details were requested on (B)(6) 2010 but no further info was provided.